Event description:
The customer reported that the device failed to discharge. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and could not reproduce the reported symptom. The device passed all testing and was returned to service. We cannot determine the cause because the symptom could not be reproduced.